Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc self-fixating sling mesh system on (B)(6) 2010 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced injuries, including, but not limited to, erosion, pain, discomfort, dyspareunia, recurrence of prolapse, and worsening incontinence. Plaintiff's attorney also alleged plaintiff suffered debilitating injuries, mental anguish, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.